Event description:
It was reported to boson scientific corporation that an advanix biliary stent was used in an endoscopic biliary drainage (ebd) procedure performed in the liver of a patient. According to the complainant, during the procedure, the physician felt resistance while attempting to release the stent. The scope was repositioned, but the issue was not resolved. The physician attempted to continue releasing the stent, but the proximal outer sheath was deformed and the stent could not be released. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good". This event has been deemed a reportable event based on the investigation results; stent deformed.

Manufacturer narrative:
Investigation results of stent deformed. A visual evaluation was performed and found the stent was kinked and bent in several locations throughout. The proximal tip of the stent was deformed from being crushed against the distal tip of the push catheter. The push catheter was bent in several locations, and was buckled and torn near the handle. A functional evaluation for stent deployment was performed and found the device failed to deploy stent. Based on the product analysis, it is likely that procedural / anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in the catheter and stent. With the stent and catheters bound by kinks and bends, the device could become unable to deploy the stent. Forceful attempt to deploy the stent could cause buckling and tearing of the push catheter. Therefore, 'operational context' is selected as the most probable root cause for the complaint. The device history record review found the device met all manufacturing specifications.